Manufacturer narrative:
The event unit was returned for evaluation, without the tissue retrieval bag. Upon visual inspection, engineering confirmed that the deployment mechanism was not damaged. The exact root cause of the customer's experience could not be confirmed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic splenectomy - product bag would not deploy correctly. Additional information received via email from applied medical team member, (B)(4) 2017: when the surgeon deployed the 12/15 inzii bag the prongs were not attached to the bag therefore, it did not open up the bag. It never unraveled and the prongs were just out in the abdominal cavity. The prongs were exposed. When it was deployed through the bag's cannula it was already unattached to the bag. Type of intervention - "the surgeon removed it and used another bag that worked successfully." Patient status - stable.